Event description:
Additional information was received indicating that there was a burning sensation in her entire low back area while recharging. They always kept stimulation on while recharging the ins. The patient got a replacement recharger, the burning was much better. The patient still had burning but very little. The physician was given a prescription for physical therapy. This started about one month ago.

Event description:
Additional information received reported that the patient¿s burning issue was resolved. The patient was ¿now trying to get over 7 weeks that it was burning.¿ the patient received the replacement recharger and it was ¿like day and night.¿

Event description:
It was reported that the patient had a burning sensation in and around their implantable neurostimulator (ins) when they recharged. The patient stated that when they recharged, it felt like their ¿butt is on fire, it hurts inside¿, and they could hardly move the next day. The patient saw their healthcare professional (hcp) 2 weeks prior to report and was directed to the manufacturer¿s representative where instructed to try recharging one hour at a time which seemed not to burn them. It was also noted that the 2 weeks after the patient got the ins, they started taking pain pills because when ¿it burns¿ them their ¿whole back burns. In addition, the recharger antenna was damaged and the patient was going to try a new antenna to see if that resolves the issue. They were to contact the representative if the problem persisted. No product was returned to the manufacturer. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product ID 97754, product type recharger. Product ID 37791, product type recharger. Product ID neu_unknown_lead, product type lead. Product ID 97740, product type programmer, patient. (B)(4).